Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device could not complete the fluid volume accuracy testing due to contamination. No additional information is available.

Manufacturer narrative:
Additional information: the homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and found fluid pooling inside the base and leaking out of the machine. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The fluid volumetric accuracy test that could not performed due to severe fluid contamination. The cause of the failed fluid volume accuracy testing was undetermined. The homechoice device was scrapped due to contamination. Should additional relevant information become available, a supplemental report will be submitted.